Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had beep anomaly. The customer¿s blood glucose was 156 mg/dl. The customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes 1 to 5. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the device trace download due to broken trace at u1 pin 6 on keypad assembly. Toggled on or and increased decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.